Manufacturer narrative:
Continuation of d10: product ID nitron (serial: (B)(6); product type: 0628-console. Spare parts; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac cryotherapy ablation using the afapro28, diaphragmatic movement was lost while freezing the right superior pulmonary vein. The freezing was stopped immediately, but diaphragmatic movement did not recover within the next 15 minutes. The case was completed. No further patient complications have been reported as a result of this event.